Event description:
It was reported the lead exhibited oversensing and intermittent capture due to the lead "pulling back". The device pocket was very swollen making it very difficult to move the pocket to check for noise. No noise or oversensing could be reproduced with isometrics or arm movement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.